Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity, spinal cord in jury/disease, and post-spinal cord injury. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported the pump started to alarm either (B)(6) 2017 late at night or (B)(6) 2017 early in the morning; the patient was not sure. The patient moved to (B)(6) and did not have a pump doctor in (B)(6). The patient thought the pump was supposed to be filled last tuesday ((B)(6) 2017). The pump did not get filled. The patient was waiting for records to be sent by his previous medical doctor¿s office. The patient had home infusion. The patient had already called doctors on the online physician finder site. No patient symptoms/complications were reported. Additional information received on (B)(6) 2017 from a health care provider (hcp) via a manufacturer representative reported the patient had moved from (B)(6) to (B)(6), and the pump was alarming. The patient had not established a new physician relationship. One refill had been done since the patient left the managing hcps care, so they were unsure if the alarm was due to low pump reservoir, but that was the suspected reason. The past managing hcp sent a previous pump readout to an hcp in (B)(6) hoping they would take on the patient and troubleshoot/potentially refill. It was unknown what actions/interventions were taken to resolve the issue. It was unknown if the issue was resolved at the time of the report. Surgical intervention did not occur, and it was unknown if it was planned. The patient status at the time of the report was alive ¿ no injury.